Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was due to a coding flaw in the es system caused the es system to mistakenly read their accounts as locked. A technical support specialist guided the users to reset their passwords, which should clear the account lockout time and confirmed that issue was resolved. The serial number, UDI and manufactures details kept blank since the given asset information found to be es s/w only server. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, nurse was unable to login to the pyxis saying her password was incorrect or unable to authenticate. The customer stated that the malfunction occurred while some users were attempting to issue medications to patients. However, there was no delay in patient care reported as the users had a work around for this issue by having their accounts unlocked temporarily by ascension it and they can log in normally for a few hours afterwards. There were no adverse events or injuries reported based on this event.